Manufacturer narrative:
An outside of the united states (ous) customer reported that a falsely depressed creatine kinase (ck_l) patient result was obtained on an atellica ch 930 analyzer. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Siemens also accessed the customer's instrument via siemens remote service (srs). The cse noted that there was an issue with the mixers as well as process errors and sample arm level sense errors observed. The cse performed a replacement atellica test protocols (atp) mixer test and produced acceptable results. The system was operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed creatine kinase patient result (1 patient) was obtained on an atellica ch 930 instrument. The same sample was repeated on the same instrument as well as an alternate atellica ch 930 instrument. The repeat result from the alternate atellica ch 930 was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed creatine kinase patient result.